Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #6. Input disk #7 was found broken into pieces inside of the housing. Common causes of the failure mode broken instrument input disks are typically attributed to misuse most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Additionally, signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration. Common causes of the failure mode corroded instrument bearings are typically attributed to mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The complaint regarding unable to clip the staple was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.the probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was unable to clip. When the instrument was removed, the wheel came off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident was noticed when the medium-large clip applier instrument would not clip on the cystic duct in the patient. The issue was related to an unsuccessful clip application. The clip did not close completely and fell off the duct. The medium-large weck clips were used with the instrument. The tissue bundle was not greater than the specified diameter suggested. Another medium-large clip applier was used to complete the case.